Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient charged her implant yesterday and now was feeling ¿electric shocking¿ in her body, patient mentioned her sciatic nerve. It was noted patient was being sent a new patient programmer (pp) and she wouldn¿t get the pp until tomorrow. When communicating with pp, pp showed stimulation off. Patient services (pss) had patient checked the ins with the ins recharger (insr), patient saw the stimulation off icon. It was reviewed when patient turned stimulation on, this issue was not resolved. Pss reviewed how to turn stimulation on, and asked patient if the shocking stopped, patient said no. Pss reviewed the patient could use ins recharger (insr) to turn stimulation on and off and patient could adjust stimulation tomorrow when she got pp. Additional information from patient stated that programmer was not powering on, which resolved after replacing the aaa batteries. Patient reported the ins on, ins off and sync buttons were all missing. There was out of box failure reported with pp, patient had never used the pp, so it must have been that way out of box. It was noted programmer left side button was missing. Patient stated her leg was bothering her a lot, so she charged up her implant. It was noted it was not helping her and she had pain. Patient stated it was controlling the left side, incl her leg, chest, and broken up. It was mentioned patient felt like her heart was ready to explore and was all the way up to her throat all night, she was dragging her legs. Patient stated the implant was for her leg only, but it was not stimulating the right way for it. Pss reviewed insr/pp use to check implant status. Patient confirmed ins was on with insr. It was mentioned patient had hydrocodone, but no muscle relaxers, and the issue was bothering her before charging the implant. No further complication and event were reported.